Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2017.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported that the customer received emergency medical assistance, got hospitalized, and almost died due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The caller was unsure if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller feels that the recalled sets caused the low. The insulin pump will not be returned for analysis.